Event description:
It was reported by that the pt expired in 2007 after an implant duration of 11 days. This info was provided by the pt's wife. No other details were provided. Two attempts were made to obtain add'l info from the surgeon's office concerning the reported event; however, no info was forthcoming.

Manufacturer narrative:
Device not returned.